Manufacturer narrative:
I-sens retrieved the complaint meter and analyzed the cause of incorrect reading. The result of control solution test, with returned meter and normal strip, was 83mg/dl which was lower than standard range (n: 118~159mg/dl). As a result of disassembling a meter, the counter pin was displaced and it caused of contact failure with connector pin and test strip. For counter pin, it can be displaced if the test strip inserted the squared end pointing toward the device. When the connector pin is displaced, the contact between meter's connector and strip is unstable. It will affect electrical current and may be resulted in low reading. As reviewing corresponding meter's inspection record, it has been confirmed that the returned meter displayed normal measured value when performing a blood glucose test simulation and passed inspection. Thus, it is assumed that the customer did not fully understand how to perform a blood glucose test using with product so that she accidently inserted the squared end pointing toward the device.

Event description:
The customer was worried about the accuracy of her glucocard shine meter and performed control solution tests with two different bottles of test strips. She had perfect technique for performing the control solution testing; however, the level one control solution tests were on average 20 points below the range on both bottles of test strips. Level 1 range listed on both bottles of test strips is 118-159mg/dl, but reading on both bottles of test strips are low at 85-95mg/dl.